Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller tested 4.3 inr, 3.5 inr, 5.0 inr, 3.8 inr, and 3.3 inr on the coaguchek xs system. No actions taken based on the device results. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.